Event description:
Boston scientific received information that this programmer was not able to interrogate a device. Subsequently, the device was interrogated successfully by another programmer. The field representative did not test the programmer and will return it per customer¿s request. The programmer was out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. Next, a test device was interrogated several times, confirming there were no communication problem between the device and programmer. The ECG, printer, and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the hardware key and the floppy disk drive were tested. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests. Additional analysis was performed with this programmer revealed a defective strip chart recorder (scr) and printed circuit assembly. There was no print on the paper from the scr. The printed circuit board was burned up during testing causing the programmer to fail. Both the scr and pcb were replaced.